Manufacturer narrative:
(B)(4). Concomitant medical products: item # 00620005022, cup, lot # 61880351, item # unk, hip-unknown-stems-unk, lot # unk, item # 00630500036, liner, lot # 62043003, item # 00625006525, bone screw, lot # 62011518, item # 00625006535, bone screw, lot # 61874791. Legal notification. Reported event was confirmed by review of the provided revision notes. Revision surgical notes indicated patient underwent a left tha revision due to chronic pain of the left hip. The findings were noted: 1) positive pseudotumor identified between gluteus medius and the lateral greater trochanter has had evidence of necrotic tissue pathology showed no evidence of acute inflammatory cells or histiocytes. 2) external rotator capsular flap appeared to be well healed with clear fluid synovial tissue in the joint showed no evidence of acute inflammatory cells. 3) polyethylene was removed to fixation screws were removed socket was fixed with only a fibrous ingrowth capping on the socket with a bone tamp the socket came out with no evidence of bone ingrowth between the socket and bone. 4) upon removing the femoral head there is evidence of corrosion on the neck of the trunnion as well as on the femoral head this is easily wiped off. It is noted in the technique section that the patient was treated with conversion to competitor devices. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports have been submitted for this event. Please see associated reports: 0002648920-2016-00863, 0002648920-2018-00346.

Event description:
It was reported that a patient underwent a revision surgery approximately 3 years post implantation due to cup loosening, pseudotumor, corrosion of the trunnion. Op notes indicate necrotic tissue. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
The reported event was considered confirmed as visual inspection of the head identified dark debris on the surface of the taper. The spherical surface exhibited minor wear consistent with use. No other damages were identified. Sem analysis of the head identified deposits at the taper opening and in circumferential bands on the taper surface. Axial and circumferential wear or corrosion marks were visible on the taper surface. Quantitative analysis of the taper surface showed combinations of biological material and cocrmo substrate material with elevated levels of cr, mo, and o in the darker deposit areas, possibly evidence of corrosion products from the taper. Presence of titanium, and minor amounts of vanadium, possible transferred from the stem taper were noted. Evaluation of the returned products do not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.